Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(4), compared to a laboratory result using a dade innovin reagent on a siemens analyzer. At 1:20 pm the meter result was >8.0 inr. The result is logged in the meter memory with a date and time of 01-jan-2025 at 11:10 am. At 1:20 pm the laboratory result was 3.0 inr. On (B)(6) 2022 at 11:23 am the laboratory result was 3.8 inr. On (B)(6) 2022 at 11:29 am the meter result was 6.1 inr. The result is logged in the meter memory with a date and time of (B)(6) 2025 at 1:16 pm. The results were reported to the patient's doctor. The patient's warfarin dose was held on 01-aug-2022 based on the result of >8.0 inr. The patient did not receive medical treatment. The patient's therapeutic range is 2.0-3.0 inr. The patient tests weekly.

Manufacturer narrative:
The alleged test strips were provided for investigation where they were tested using a retention meter and retention controls. Two vials of test strips were returned: vial #1 lot #58526211 roll #329 with >12 strips. Vial #2 lot #58526211 roll #304 with 1 strip. Vial #1 testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Vial #2 testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.